Event description:
It was reported that during the implant procedure it was difficult to fully insert the lead into the pulse generator header. The lead did not advance to the end of the header, testing after multiple tries showed good electrical measurements. The device remained implanted and the patient would be monitored. The patient was stable through the procedure.